Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an ipg replacement for an unknown reason. The explanted device component was not returned. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient had an ipg replacement for an unknown reason. The explanted device component was not returned. No further information has been obtained despite good faith efforts. Additional information was received that the reason for ipg replacement was due to battery getting hot.